Event description:
The device came apart while in use. There was no harm to the patient.====================== manufacturer response for massimo adult adhesive sensor lncs, massimo (per site reporter)======================will investigate